Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received many no delivery alarms. Customer's blood glucose level went up to 500 mg/dl. He was able to treat his blood glucose level with the insulin pump after changing the infusion set/reservoir. Sometimes he noticed bent infusion set cannulas. The no delivery alarm was resolved with a complete set change. The device was not returned.